Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction h6: during complaint investigation it was determined that the device medical problem codes required an update. Additional information b5: during subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the device was properly working. There was an array that moved which caused the robot arm to change angles.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: device log files were reviewed for this event, and it was determined that there were no defects found with the system or software. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. The investigation found that the most probable root cause of the issue is a combination of sub-optimal leg position, excessive leg/robot movement, sub-optimal femur and tibia checkpoints creation, loss of bone array tracking, and sub-optimal landmark acquisition in one of the cases. An exact time was not given, therefore, the investigation reviewed all available log files to determine causes that would lead to the reported issues of robot drop and inaccurate cuts. The pointer tool was not utilized to check discrepancies in the cuts in the log files analyzed, so inaccuracy of the bone cuts could not be confirmed. The investigation found that leg was sub-optimally positioned in log files analyzed. The investigation found that the message: "system has detected excessive leg movement" detailed instruction: "stabilize the knee¿ is displayed at least once during one of the cut steps in analyzed log files. As the robot is not mounted to the bedrail, it is likely that combination of leg/robot movement and leg positioning was leading to this repeated message. The investigation also found that multiple messages of "robot movement, [saw disabled] saw blade plane deviates too much from the cutting plane" displayed during most of the cut steps in all the log files analyzed. This is intentional for the system to cut power when the saw blade deviates too far from the resected surface. This indicates that there was considerable robot/leg movement during these cut steps. This would cause power to the saw handpiece to be cut, this could lead to inaccurate cuts. If the patient¿s leg moves significantly during the procedure, the system may detect this as instability, causing the device to lose its precise alignment with the resection plane. The investigation found that both femur and tibial checkpoints were created on the respective arrays itself and not on the bones in all the log files analyzed, so potential array movement cannot be confirmed, but cannot be ruled out, the investigation found that the user reported issue of robot dropped may also have been caused because of loss of bone array tracking during bone cutting, improper force, or misalignment to the resection plane. Robot drop is a built-in safety feature in which the system immediately stops the robot when the device detects any of the above-mentioned issues. The investigation found that there were multiple messages of "saw tracker visibility lost " and "target (bone" tracker visibility lost" displayed in 3 of the case logs analyzed, particularly during the last cut step of the respective procedures. Multiple messages of "blockedtracker" also displayed during most of the cut steps. This indicates that both saw array and bone array are not consistently visible to the camera and eventually the system cannot detect array position accurately. This would cause the system to cut the power to the saw handpiece until the visibility is restored. This would have been caused by the user by not positioning the camera, saw handpiece, and the target bone array during the cuts in such a way that the camera's line of sight to each array is clear. The arrays are frequently blocked throughout the cut steps. It is the intended behavior of the system to cut power to the saw if the bone array becomes blocked. The investigation found that the most probable root cause of the issue is a combination of sub-optimal leg position, excessive leg/robot movement, sub-optimal femur and tibia checkpoints creation, and loss of bone array tracking. However, that could not be ultimately determined because the pointer was not used to measure the cuts. The assignable root cause of the inaccurate cuts could not be determined. The root cause of the error message was determined to be related to user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, while using the robotic assisted satellite station device, robotic assisted base station device, robotic assisted saw handpiece device, and the robotic assisted saw interface device (sasi) right, it was observed that halfway through the last cut the robot dropped, changing the cut angle completely. It was reported that the cut was off by roughly 4mm. It was reported that the procedure was completed manually, minimizing the 2 to 3mm with cement. It was reported that the robot was mounted to the cart mount. It was reported that there was a 15-minute delay in the procedure due to the event. There were no adverse consequences to the patient. No additional information could be provided.